Manufacturer narrative:
Additional information is provided. The company service representative examined the system and confirmed the touchscreen issue. The touchscreen was replaced. The laser module was found to meet specifications. The system was then tested and met all product specifications. The system was manufactured on may 25, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported problem with the touchscreen can be attributed to a nonconforming touchscreen. The root cause of the reported of laser issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was an issue with the display touchscreen and the laser was not working. There is no information regarding the timing of the event or patient impact. Additional information has been requested.